Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg there was clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes regularly clotted while mixing well (we examined them extensively)."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/8/2021 h.6. Investigation: bd received samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. All tubes filled as expected and all results were normal. Visual inspection found no clots. Analytical testing and visual inspection of the retained and control tubes, as well as tubes returned by the customer, did not confirm the reported defects. Bd was unable to confirm the customers¿ indicated failure, clotting, because the defect was not evident in the testing of the retained or returned lot samples. Visual evaluations of retained, returned and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg there was clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes regularly clotted while mixing well (we examined them extensively)."